Event description:
As reported, during a procedure using capsure fixation device, two fasteners were deployed in a row. It was reported that two fasteners got fixated successfully and the loose fasteners were removed from patient's body. The fixation was applied into a hard structure/bone/cooper¿s ligament also the surgeon has performed dry fire to check if the problem re-occurred. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, during a procedure using capsure fixation device, two fasteners were deployed in a row while fixating into a hard structure/bone/cooper¿s ligament. The sample is being returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of IFU states, " insertion of fasteners into some collagenous structures such as ligaments and tendons is possible but is not possible directly into bone or cartilage. This may damage the device". Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. The evaluation of the returned sample could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during functional use testing, deploying the last remaining fasteners with no issues. No manufacturing anomalies found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure using capsure fixation device, two fasteners were deployed in a row. It was reported that two fasteners got fixated successfully and the loose fasteners were removed from patient's body. The fixation was applied into a hard structure/bone/cooper¿s ligament also the surgeon has performed dry fire to check if the problem re-occurred. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, during a procedure using capsure fixation device, two fasteners were deployed in a row while fixating into a hard structure/bone/cooper¿s ligament. The sample is being returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of IFU states, " insertion of fasteners into some collagenous structures such as ligaments and tendons is possible but is not possible directly into bone or cartilage. This may damage the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.